Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without any discrepancies. Review of the device history log provided evidence of the customer's report with multiple "defib charging lead fault" entries. This message indicates a connection issue between the device and electrodes or electrodes to patient. The electrodes were not available for evaluation as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year old male patient, the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.